Event description:
It was reported that the colorless solution in the syringe oral 3ml amber changed to "slightly yellow" before use, and was observed before use during an on-going root-cause analysis. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "for recent accelerated stability studies (40°c) we have noticed that over time our drug product changes from colorless to slightly yellow. This has been observed yesterday during an on-going root-cause analysis for an oos. We think that this could be linked to leachables/extractables of the dye used for the amber color of the syringe barrel."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the colorless solution in the syringe oral 3ml amber changed to "slightly yellow" before use, and was observed before use during an on-going root-cause analysis. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "for recent accelerated stability studies (40°c) we have noticed that over time our drug product changes from colorless to slightly yellow. This has been observed yesterday during an on-going root-cause analysis for an oos. We think that this could be linked to leachables/extractables of the dye used for the amber color of the syringe barrel."